Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant this right atrial (ra) lead was inserted and good thresholds and p waves were noted thus the helix began to be extended. After twenty rotations the helix would not extend but finally extended after thirty rotations. During the positioning of the lead it was noted that the lead came off the appendage thus it was attempted to retract the helix but it was not possible after thirty turns. A new lead was implanted. This lead was returned. No adverse patient effects were reported.